Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case (battery tube) and cracked case-corner of belt clip rails. Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements or verify keypad unresponsive or button error alarm due to display anomaly.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had unresponsive keypad buttons. Insulin pump was exposed to moisture and thirty minutes bath in bathtub. Insulin pump had fluid under the lcd. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.